Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed complaints team received a publication entitled: "clinical indications of impella short-term mechanical circulatory support in a tertiary centre" in which 57 impella patients over 2 years reviewed. Seven of the patients were implanted with an impella rp. Out of the seven, there were two patients who endured hemolysis. No further information is available.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis could not be determined. Added- h6 component code 925 f6/f8 should have been left blank in the initial report.